Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was a (B)(6) male. Patients information have been updated. In addition physio control perform a clinical review for adverse events and determined that device contribution is unknown due to insufficient data.

Event description:
The customer contacted physio-control to report that their device failed to sense patient ECG via therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer and the patient involved in the reported event is deceased.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to sense patient ECG via therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer and the patient involved in the reported event is deceased.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to sense patient ECG via therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.